Event description:
Customer received a false positive result on (B)(6) 2023 using the cue covid19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 27246e, reader sn (B)(6)). Repeat cue covid-19 test performed on (B)(6) 2023 provided a negative result. On (B)(6) 2023, customer tested negative with a binaxnow rapid antigen test. Customer was experiencing nausea at the time of testing and was exposed. The cartridges were stored within the validated temperature range.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against the involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.